Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this event are improper bone preparation, implant over insertion in patients with insufficient quantity or quality of bone, and/or failure to follow the post-op rehab protocol and as stated in the event, at 6 weeks post-op, the patient went to reach out playing with kids and felt pain. The directions for use (dfu-0087) states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. This follow-up is to fix the rejected evaluation codes.

Event description:
It was reported that the original surgery took place on (B)(6) 2015. At approximately the 3 week mark post-op, patient reported pain around the biceps area. At 6 weeks post-op, the patient went to reach out playing with kids and felt pain. Revision surgery took place (B)(6) 2015. Revised with button. Tendon had been shredded on the inferior side of the screw. Procedure was proximal biceps repair.